Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that (B)(6) female patient ((B)(6)) underwent an atrioventricular nodal reentrant tachycardia (avnrt)/ atrial flutter ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter. Heart block was discovered and required a pacemaker. During a avnrt flutter and atrial tachycardia case, a heart block was discovered and confirmed when going on ablation and saw the pr interval prolong. When coming off ablation every other beat was coming down to their ventricle and the pr and the beat was missed, and then they decided to put in a pacemaker. The patient was reported to be in stable condition. The physician¿s opinion on the cause of this adverse event: bwi product malfunction ¿ no, patient condition: stable and well. The outcome of the adverse event: improved: the patient¿s node showed signs of recovering. It was decided to implant a permanent pacemaker if needed. The patient required a pacemaker but did not need extended hospital stay. It is life threatening; it might result in permanent impairment of a body function or permanent damage to a body structure; or it required medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure.